Manufacturer narrative:
(B)(4).

Event description:
Customer states that during a vasts lobectomy a 45av was used for pulmonary vein dissection. After bronchus dissection and lung removal the bleeding from the pulmonary vein staple line was found. The staple line did not tear but the staples were malformed. The doctor attempted to suture for hemostasis under scopic view; however, bleeding did not stop. The case was changed to small thoracotomy, whole staple line was recovered by continuous suture. The patient was a young female, and the vein wall (which was dissected at the near site of proximal part) was slightly thick. The patient is fine. Operating time was extended by more than 30 minutes.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Evaluation summary post market vigilance (pmv) led an evaluation of two reloads. Visual inspection of the cartridge revealed that the reloads were fully fired. Staple strikes were observed by engineering to indicate staples being properly deployed. Each reload was loaded into a pmv representative instrument for functional testing. The reload was cycled without hesitation or binding. Functional testing confirmed the safety interlock feature successfully prevented the reload from cycling again. A review of the device history record indicates this device lot number was released all medtronic quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.